Event description:
It was reported that the unspecified bd infusion set had a loose component. The following information was provided by the initial reporter: it was reported by customer that they noticed multiple times that the injector screw became loose, even with firm screwing of the connector onto the IV lines. Kindly confirm whether the mating IV tubing belongs to bd product? A majority of our tubing is bd. Because the tubing was not saved I cannot verify this. Can you confirm whether the IV tubing you¿re using has a spin collar? Yes, our tubing does have those.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.